Event description:
A customer reported a contained ise (ion selective electrode) flow cell drain overflow when using a unicel dxc 600 synchron system. The customer stated the instrument generated calc (calcium) suppressed reference noise errors when running patient and quality control samples. When the customer raised the ise module, the customer discovered the flow cell drain was overflowing with approximately 30 cc of contained fluid leaking below the flow cell. The customer was wearing personal protective equipment of gloves when the leak discovered. There was no report of operator exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, customer technical support (cts) assisted the customer to resolve the issue. Cts directed the customer to: remove the white acrylic cap on the flow cell drain and remove the inner tube and clean the drain, remove line 36 from valve j2 and back flush with d.I. (Deionized) water. Cts advised the customer to check the ise (ion selective electrode) lines and ratio pump for bubbles and none were detected. The customer primed the ise 20 times, calibrated and ran qc (quality control) with no issue, no further leaking was observed. Identified failure mode: the failure mode was an obstructed flow cell drain line #36 (p/n 473236). No erroneous test results were associated with this event. This failure mode can impact any or all chemistries, including critical chemistries. (B)(4).